Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints for this lot number. This report was mailed to the FDA on: 05/04/2007. Add'l info was requested 04/05/2007, 04/13/2007, and 04/25/2007 by phone, fax, and mail. Add'l info was provided 04/05/2007 by phone. A completed questionnaire has not been returned.

Event description:
A surgeon reported that following intraocular lens implant (iol) surgery, a lens has accumulated thousands of very small vacuoles, full thickness throughout the lens. The pt's vision has decreased to 20/30. Add'l info, including pt's status, has been requested.